Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a surgical procedure due to issues related to cylinder inflation and lack of pump refilling. During surgery, a fluid leak was noted in the right cylinder. The entire ipp was removed and replaced. There were no patient complications reported.